Event description:
It was reported by service report that the both of the brake pedals were jammed on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake crank assembly.